Event description:
It was reported that, "the patient underwent revision acetabular liner, revision femoral head of the left hip due to painful squeaky total hip replacement."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report. This is the same patient/event as MFR# 9616680-2010-00788.